Event description:
Per the clinic, the patient experienced skin breakdown at the transducer site and an extrusion of the receiver/stimulator (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery. The affected skin was also excised during the same surgery.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia during the explant surgery. Device analysis report attached.